Event description:
It was reported that during the filling of the cassette, the inner bag was much more folded than usual. There was a loud cracking sound when filling and also when sucking to remove air bubbles, no visual leakage. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found no damages nor workmanship defects were found in any of the samples; their bags are proper folded. Functional testing found both samples were filled and primed without difficulty. No air bubbles were detected trapped on the bag nor leaks fleeing from inside; this the failure mode reported was not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4)is no longer considered reportable, please disregard any MDR reports associated with it.